Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the patient has it; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01571.

Event description:
It was reported a patient underwent an initial left hip arthroplasty approximately 15 years ago. Subsequently, the patient was revised approximately 1 month ago of the m2a 38mm cup and head due to pain and fluid on the hip joint. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the implants are covered in bio-debris, no damage is visible. No additional information can be obtained from image. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the left hip demonstrate a left total hip arthroplasty with cement fixation of the acetabular cup. No radiolucency. No fracture seen. No signs of loosening, radiolucency, corrosion, osteolysis, debris or fluid. Overall fit and alignment of the implants is appropriate. Normal bone mineralization. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.